Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Additionally, it was reported that the battery was depleting quickly. Customer's blood glucose level ranged between 58 mg/dl and 341 mg/dl. Contact declined any troubleshooting from tandem technical support.